Event description:
The customer reported that during cataract surgery, irrigation stopped flowing. The irrigation solution remained in the small chamber. The cassette had primed successfully. A posterior capsular tear occurred with an anterior vitrectomy performed. They had to change the cassette and the irrigation bottle to complete the case. Additional information stated an error message was displayed but the customer didn't remember exactly what it was. The surgeon had to enlarge the incision to 6.2mm from 2.2mm. The wound was sutured with 2 stitches. The iol was implanted in the sulcus. The surgeon saw the patient post-operatively and noted the anterior segment was clean; there was a small quantity of blood in the vitreous. There was no problem noticed on the retina. The surgeon stated the prognosis is good.

Manufacturer narrative:
The anterior cassette has been returned for evaluation. Investigation including root cause analysis is in progress.